Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a vitrectomy procedure there was no light. There was no patient involvement. The surgery was initiated and completed.

Manufacturer narrative:
The system was examined and the reported event was replicated. The tabletop illuminator module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 24, 2011. Based on qa assessment, the product met specifications at the time of release. Root cause the root cause of the illumination issue can be attributed to a nonconforming tabletop illuminator. However, how or when the illuminator became nonconforming cannot be determined conclusively (B)(4).